Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 77-year-old male with a history of coronary artery disease, prior coronary artery bypass grafting, and congestive heart failure presented after activating emergency medical services for chest pain. During ems transport, he developed ventricular fibrillation and received one defibrillation shock with return of spontaneous circulation (rosc). Upon arrival to the emergency department, he sustained a second cardiac arrest and underwent approximately 20 minutes of resuscitation before rosc was achieved. The patient was emergently transferred to the cardiac catheterization laboratory for evaluation and mechanical circulatory support. The right femoral artery was accessed and pre-closed twice, and the vessel was dilated to accommodate a 14 fr peel-away sheath. The left ventricle was wired, and an impella device was inserted without technical difficulty. Following device initiation, vasopressor requirements decreased. A single-access sheath with companion sheath was also placed. Coronary angiography demonstrated an occluded saphenous vein graft to the diagonal branch. Aspiration thrombectomy retrieved a small amount of clot; however, multiple balloon inflations did not restore distal flow. The peel-away sheath was removed, and the repositioning sheath was secured. A swan-ganz catheter was placed via the left internal jugular vein, with cardiac index measured at 1.67 and pulmonary artery pulsatility index greater than 2. The onsite physician noted satisfaction with procedural support. Post-procedure, the patient remained on impella support. Overnight, systemic vascular resistance declined from approximately 1700 to 800 dyn·s/cm5, accompanied by low urine output. A fluid bolus was administered due to concern for possible sepsis. Nursing staff reported no impella alarms and expressed comfort with device management. The clinical plan included continued hemodynamic stabilization, weaning of vasopressors, and monitoring with manufacturer technical support as needed. Subsequent communication indicated a tentative plan to explant the impella device the following day, despite the patient remaining on three vasopressors. Later, unit staff reported the patient was no longer in the original care location, and his status could not be confirmed, with possible device explantation already completed. The clinical team was asked to update case disposition and close the event record when information became available.